Event description:
The customer reported the system is displaying a collimator iris error, and the cross arm lock is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm handles. Did not reproduce the reported collimator iris problem. System operates as intended. This MDR is related to ge healthcare.